Manufacturer narrative:
Device received with partial display due to corroded electronic assemblies. Unable to perform displacement test due to missing retainer. The p-cap does not lock properly due to missing retainer. Device received with corroded battery tube, corroded motor home switch, scratched case and pillowing keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicates the retainer ring on the insulin pump was loose. No harm to the customer requiring medical intervention reported. The insulin pump was returned for analysis.